Manufacturer narrative:
Sientra complaint (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient claims breast implant illness. Patient refuses to provide further information. Breast implant illness is not an official medical diagnosis. Rupture found during surgery, side unknown as patient is refusing to provide information.